Event description:
During a preventive maintenance, the co rep observed that the unit's pressure regulator on the pneumatic drive assembly was not regulating. The customer also stated that the pressure would not zero. No pt injury reported.